Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. Device was returned and after product investigation damage was noted, extremely stretched and deformed coils and cuts in the insulation. No additional adverse patient effects were reported.